Manufacturer narrative:
No unexpected no delivery alarm or no reservoir alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime or compromised force sensor system alarm test, excessive no delivery test and displacement test. Device had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked belt clip slot, stained address or serial number label and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose level was 400 mg/dl at the time of the incident. The customer also reported that the insulin pump had a no deliver alarm. The customer was assisted with the troubleshooting. The customer stated that the insulin exited but the insulin pump alarmed during manual prime. The customer was advised to revert to the backup plan as per health care professional. The insulin pump will be returned for the analysis.